Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath via the right femoral artery. As the md was inserting the iab into the sheath, it became stuck inside the sheath. As a result, the iab and sheath were removed as one unit. A competitor's iab was inserted without difficulty. Note: a sample will not be returned, because the patient has an infectious disease.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.